Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The transmission revealed that the implantable cardioverter defibrillator exhibited intermittent far p wave oversensing and intermittent post-sensed t-wave oversensing. On (B)(6) 2017, the device was reprogrammed but the oversensing issues persisted. No additional information was reported.